Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they needed assistance programing the pump. The customer states they received checkset alert. The customer's blood glucose level at the time of incident was 45mg/dl. The customer's most current level was 146mg/dl. The customer treated with food. The customer treated the lows with food. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No unexpected check settings alarms were noted. The pump had a cracked reservoir tube lip.